Event description:
The pt stated that her blood glucose was elevated due to unclearable occlusion (04) errors during a bolus or prime. She stated that she received a blood glucose reading of "hi" on her blood glucose monitor and she felt nauseous, thirsty, and was urinating frequently. She stated that she administered insulin via injection every 2 hours until her blood glucose returned to normal. She stated that she tries to keep her blood glucose around 100 mg/dl. To troubleshoot, the pt was advised to remove the motor battery of the infusion device. The battery had an expiration date of 03/2007. The pt was advised that the expired battery could be the cause of the 04 errors. The pt stated that she did not believe the expired battery was the cause of the error. She stated she is currently using batteries with the same expiration date in her backup infusion device and has had no issues. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.